Manufacturer narrative:
(B)(4). Per the user facility: the device appears to be leaking from the inlet/outlet connectors, even after repair and they have a 3rd party service who does the preventative maintenance on their devices every six months.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking from the rear left corner (possibly near the inlet/outlet connector). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated: evaluation info. This complaint is related to emdr #1828100-2016-00159. The reported complaint was confirmed. The field service representative (fsr) verified the unit was leaking from worn and damaged tubing and elbow fittings. The fsr replaced worn and damaged parts, tested for leaks. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned as fsr scrapped them. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.